Manufacturer narrative:
It was reported that leaking was noted on the midline's hub, less than an hour after the midline (taken from midline kit) was placed. It was denied that a separation of the part/s of the midline was noted. The midline was reportedly secured at the hub using a securement lock and an occlusive transparent dressing was placed. It was denied that patient factors (i.e. Mental status, patient pulling, etc.) Might be related to the reported leaking. The patient's midline was discontinued and reportedly, a new midline was placed. There was no serious injury reported related to this event. Due to the reported leaking and the required line insertion, this medwatch is being filed. The sample is not available for evaluation. The manufacturer of the midline catheter has been notified of this incident. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the midline's hub was noted leaking. The patient's midline was discontinued and a new midline was placed..